Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿16 hours after a rotator cuff repair on (B)(6) 2019, patient had a right pneumothorax, with short of breath.¿ an exact root cause cannot be determined without evaluation of the device. It is not possible to suggest factors unrelated to the manufacture or design of the device that could have contributed to the reported event because the device lot and part numbers are unknown. A review of instruction for use is not possible as the device information is not available at this time. There was no manufacturing record review performed at this moment as device information is unknown.

Event description:
It was reported that 16 hours after a rotator cuff repair on (B)(6) 2019, patient had a right pneumothorax, with short of breath. This event was treated with a pigtail catheter placement, patient was hospitalized for 3 days with rest taken. Patient is recovered. Event is being reported due to the possible relationship to study procedure on the right side, but it is unrelated to the study device.